Manufacturer narrative:
Patient identifier and weight are unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 20, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016 to treat a broken left hip. As the surgeon was attempting to determine nail length, the reaming rod bent and was discarded. At the back table, a connecting screw cross-threaded with the nail and was unable to be un-threaded. The user attempted to loosen the connecting screw with the use of a screwdriver, but the screwdriver broke. Additionally, the insertion handle became stuck in the nail. As a result of these intra-operative events, the surgeon made the decision to implant competitor's parts in the patient. The procedure was completed successfully with a fifteen (15) minute delay. The post-operative status of the patient was reported as "fine." Concomitant devices reported: tfna nail (part 04.037.155s, lot h028442, quanitity: 1). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the cannulated connecting screw is part of the trochanteric fixation nail advanced (tfna) system. The cannulated connecting screw is used to secure the tfna nail to the insertion handle during implantation. Four devices were received for investigation. The aiming arm (part 03.037.012, lot 9583797); nail (part 04.037.155, lot h028442); and cannulated connecting screw (part 03.037.010, lot unknown) were received stuck together. The devices were unable to be separated. The exact cause of this complaint is unknown, but the issue has been investigated and the following root cause was identified: soft tissue pressure on the insertion handle leads to angle error on the axis between the nail and the insertion handle which inhibit the loosening and removal of the connection screw. One ball hex screwdriver (part 03.010.517, lot 9601715) was received with the ball hex tip broken off. The broken tip is approximately 8.2mm in diameter and was returned for investigation. Per the complaint description this device broke while trying to loosen the cannulated connecting screw. The broken screwdriver tip is the result of excessive force being applied to the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.